Event description:
A report was received that during a permanent implant procedure, when the lead was placed, the neurological monitoring found out that the patient had lost its motor function showing evidence of cord compression. The physician removed the entire scs system suspecting that the lead might be too large for the epidural space. The patient recovered quickly upon waking up. No medical intervention was done.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.